Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemicolectomy, the unit did not fire and staple line was incomplete. The cartridge loaded perfectly but the problem was when the doctor wanted to fire, the device locked the cartridge and would not fire. After this, the doctor unloaded the cartridge, assembled all the components, and tried to fire but still would not fire. The doctor changed the load but this one fired partially only staple 2 cm near from the proximal side. The doctor fixed this partial line staple with another cartridge and it was fired correctly. There was no patient injury.